Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. After following on screen programmer prompts, normal device function resumed. The patient would be monitored.